Event description:
The technical service representative (tsr) assistance the customer with a system error (se) 2240 (air in the line) on the home choice (hc), this occurred on the homechoice (hc) during use, drain 1 of 4. The message was explained to the customer, and then they were assisted with troubleshooting. The customer was informed to start over with new supplies.during follow-up the peritoneal dialysis registered nurse (pd rn) was asked about the reported problem. The pd rn stated they did not know about the reported problem. They stated that as far as they know the patient has been continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 was not confirmed and the assignable cause is undetermined because sample is unavailable; and the lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.